Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation before reaching 10 atmospheres, the balloon ruptured. The device was completely removed over the guide wire and the procedure was completed with another mustang balloon catheter. No patient complications were reported.